Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the screen went blank with an alarm message of "check vent programmed crc test failed". The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The device was replaced with another v60. There was no impact on the patient. The remote service engineer (rse) reviewed the check vent codes in the service manual and advised the customer to verify whether the 1100 error code was logged at the time of the event. The rse also reviewed the following suggested repair with the customer: 1. Reinstall operational software. 2. Replace the cpu pcba. The rse advised the customer to take those steps if the 1100 error code was logged in the event log. The investigation is ongoing.

Manufacturer narrative:
The quality systems specialist confirmed that the event log showed numerous 1100 (cbit) program crc failed errors. The rse advised the quality systems specialist to reinstall the software. Per good faith effort (gfe) response, the quality systems specialist reloaded the software and ran the device for 48 hours without any issues. The device passed the required performance verification tests per philips standard and was returned to service.